Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the axium prime implant coil was returned already detached from the pushwire. The pushwire actuator interface was found intact and not loose. The pushwire tack welds were found intact. The axium prime pushwire was found bent from the proximal end. In addition, the distal of the axium prime pushwire was found bent at multiple locations. The coin was found against the lumen stop and the shield coil was found intact. The shield coil was removed, and the release wire was found extending out of the tip of the pushwire which is within specification. During evaluation, the axium prime pusher was intentionally broken at the break indicator and the release wire was pulled out for evaluation of the coin. The coin was found to be visually acceptable. The axium prime implant coil was found damaged. The detach element ball was found to be in good condition. Based on the device analysis and reported information, it is likely that the implant coil became damaged during return of the implant coil back into the introducer sheath or due to an improper hubbing technique (over tightening of the rhv), causing resistance within the introducer sheath and sl-10 micro catheter subsequently causing the pushwire to become damaged and the implant coil to detach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil detached before it was inserted into the microcatheter. Prior to the event, the physician attempted to push the coil out by pushing the delivery pusher but it was too hard and they were unable to push it. There was resistance. When pushing it with more force, the coil detached. This was reported to be the stage before entering the microcatheter. The patient was undergoing embolization treatment of a ruptured amorphous aneurysm measuring 5mm x 1mm located in the right middle cerebral artery (mca). The blood flow was normal and the vasculature was moderate in tortuosity.